Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had pain at ins site of lower left flank. No contributing factors were known. The ins was surgically moved from the lower left flank to lower left abdomen. The issue was resolved at the time of the report.